Event description:
It was reported that a patient had a uterine myomectomy on (B)(6) 2011 and suture was used. The patient returned to the hospital for a CT scan and MRI on (B)(6) 2012. It was noted at that time that, there were foreign objects measuring one millimeter on the images. The surgeon opines that it could be needle fragments. There are no plans at the present time to remove the object. There has been no adverse patient outcomes.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The international affiliate reports the following possible batch numbers: product code j772d lot cp2082, product code j772d lot ch2400, product code j339h lot cp2191, product code j339h lot cm2604, product code j339h lot cm2437.